Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient's legal representative stated incontinence worsened, recurrent stress incontinence after sling appears that she has loosened this with significant cough and vasalva, uti. (B)(4).